Manufacturer narrative:
Results: the proximal end of the embolization coil was folded over itself within the distal tip of the non-penumbra guide catheter. The pe fiber was fractured, and the embolization coil was unraveled. During functional testing, the embolization coil was removed from the non-penumbra catheter with resistance. Conclusions: evaluation of the returned pod pc embolization coil revealed the proximal end was folded over itself and was stuck within the distal tip of the non-penumbra guide catheter. If the device is manipulated within a large lumen parent catheter, it may fold over itself and become stuck. Further evaluation revealed the pe fibers were fractured and the embolization coil was unraveled. These damages were likely incidental to the reported complaint and may have occurred when attempting to remove the stuck coil post-procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod packing coils (pod pcs), non-penumbra sheath, non-penumbra parent catheter and, a lantern delivery microcatheter (lantern). During the procedure, the physician placed four pod pcs in the target vessel using a lantern. While inserting and retracting another pod pc through the microcatheter several times, the pod pc became stuck approximately 30 centimeters out from the distal tip of the lantern. Therefore, the physician retracted the pod pc and lantern into the parent catheter; however, while retracting, the pod pc was accidently detached inside of the parent catheter. Therefore, the parent catheter, lantern and pod pc were removed. The procedure was completed using a new pod pc, same lantern and, another parent catheter. There was no report of an adverse effect to the patient.